Manufacturer narrative:
(B)(4). Updated sections: b4, d10, g3, g6, h2, h6, h11. The lot # 3000526961 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 cautery stopped heating. Malfunction occurred during radial harvest. The harvester swapped out cords but only after the kit was replaced did it work again. Power setting was at 3. Product did not "timeout". No added incisions or time. The surgeon opened a new kit to finish the case. No patient harm.